Manufacturer narrative:
The technician found the foot hi/low was not functioning. He replaced the foot hi/low motor to repair the bed.

Event description:
The account alleged the siderail is not working and they saw a flash.